Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, stained address/serial number label, stained end cap sticker and corroded battery tube.

Event description:
It was reported that the customer insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir connector of the pump was broken. The insulin pump will be returned for analysis.